Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to contamination on the c/a board and table board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) indicating that the monitor was unable to power on.